Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Alerts showed resynchronization therapy below limit (crt pacing less than 85 percent) with last value measured at 18 percent. Interrupted crt episode showed sensing of the atrium by the lv-lead. The patient was diagnosed with dislodgement of lv lead. The patient was hospitalized. However, lead repositioning was initially planned but lv lead replacement was performed.